Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study reported the patient was receiving fentanyl 2000 mcg for a total dose of 897.91743 mcg/day and bupivacaine 5 mg for a total dose of 2.24479 mg/day via an implantable pump. It was reported on (B)(6) 2020 a catheter dye study (cds) was performed and catheter had normal function. It was noted under fluoroscopy that the catheter had migrated caudally from t9 to t12. No symptoms were reported. The catheter was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter dislodgement. The clinical diagnosis was catheter migrated caudally. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was revised on (B)(6) 2020. The clinical diagnosis was updated to inadequate pain relief. No further complications were reported.